Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts, and pump showed red light and repeated vibrations while customer used pump case. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, tried button presses and charging with known working supplies without success, and planned to use backup insulin pump for insulin delivery.